Manufacturer narrative:
The customer reported tubing was leaking and returned one used set of material and lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and then the defect was found, and leakage confirmed. The smart site closest the patient was wide open and leaking, there was no blue piston and the clear plastic at the connection point was cracked. The set was sent for further analysis at the manufacturing site, and they found that the blue piston was actually intact. There was a clear luer post that had been broken off inside of the smart site piston, and it had held the blue piston down, causing a leak. The broken luer tip was removed from the smart site, and normal function was returned, the smart site was not damaged and had no issues. The root cause for the issue and the broken luer tip is from an unknown set. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that they had some IV tubing leak that was infusing chemo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.